Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse ablation procedure to treat persistent atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that during the flushing of the sheath, the tip of the inner core was found deformed. The sheath was not inserted into the patient. After replacing the sheath, the procedure was completed successfully by using a different device (same model, boston scientific product) and the patient was not affected. No patient complications have been reported. The product is not expected to be returned.